Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the insertion of the scope, the esophagus was perforated. Insufflation with co2 was reported to be not sufficient and inconsistent. Clips were used to close the perforation. The patient was admitted to the intensive care unit and is expected to fully recover. The procedure was not able to be completed due to this event.

Manufacturer narrative:
Block h6: impact code f0801 captures the reportable event of intensive care. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.